Event description:
The spectra concealable penile prosthesis device was removed due to infection. The pt was re-implanted with an inflatable penile prosthesis device on the same day.

Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.